Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the device was thoroughly inspected and analyzed. Devce memory was reviewed and code 1003 was confirmed to have been declared. A review of the temperature measurements in memory noted measurements at or below 0°c in (B)(6) of 2015. The battery voltages tracked with the recorded temperatures. Analysis of the memory indicates that code 1003 was induced by exposure to cold temperature below labeling (0°c) while in the shipping box..

Manufacturer narrative:
(B)(4). The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. This was discovered before the device was implanted. The device was never in service. There have been no adverse patient effects.